Event description:
Recently pt was found to have loss of capture intermittently and significant decrease in impedance, suggesting a lead problem. Closer examination of the lead showed fracture or disruption of the coaxial metal part of the lead catheter. This copied from the procedure note which was written by the dr.